Manufacturer narrative:
Lot number was provided upon follow-up. The device history record for radiesse+ dermal filler lot 100089987 was reviewed. No nonconformances were discovered that would have contributed to this event. A lot search was conducted on the reported lot and no similar events were noted.

Event description:
Follow-up information was received from the physician on 04-nov-2016. Patient weight (B)(6) was provided. The patient had history of obesity. Relevant concomitant medical products were reported as none. The patient was injected with 1.5 cc radiesse+ to each side of face as follows: 1.5 cc split between cheeks, nasolabial folds, oral commissure and jawline. Approximately 21 days post injection, the patient experienced red angry boils with purulent discharge with lancing incision and drainage. No laboratory tests were performed. Treatment included keflex 500 mg, 4/day and medrol dose pack. Multiple incision and drainage performed and symptoms resolved. In the opinion of the physician the adverse event(s) were related to the use of radiesse+.

Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, boils, was deemed to meet serious injury criteria of necessitating medical or surgical intervention to preclude permanent impairment to a body function or permanent damage to a body structure. The device history record for radiesse+ dermal filler could not be reviewed as the lot number was not reported.

Event description:
A physician reported that a (B)(6) female received radiesse+ and experienced inflammatory nodules. The patient has been injected six times in the past with radiesse, usually two syringes each time, with no complaints. Medical history and concomitant medical products were not reported. On (B)(6) 2016, the patient was injected with two syringes of radiesse+ into the left and right side of face. On (B)(6) 2016, the patient returned with nodules for which the physician prescribed keflex and a medrol dose pack. The patient traveled to (B)(6) and the nodules became red, hot and tender; she went to the emergency room where they prescribed an antibiotic. On (B)(6) 2016, the patient returned to the reporting physician with three marble sized boils on her malar area and along jawline which the physician lanced. On (B)(6) 2016, the physician lanced them again. The physician did not take a culture. Outcome was not reported.